Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen after changing battery. Customer stated that the insulin pump was neither dropped nor bumped and it was not exposed to moisture. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer stated that the display did not return; however screen came up and counted then went black again pressed act button and still had black screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.